Event description:
How is this pump allowed to be distributed as a medical device? It gives different readings every time when asking it to find 50% arterial occlusion pressure. I've tested it on 3 patients different times during the same session and it gives a completely different number every time. I've also used it myself and get completely different arterial occlusion pressure each time. (B)(4). FDA safety report ID# (B)(4).